Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported that in the previous night¿s treatment the patient was in drain 2 for over four hours and wasn't able to complete treatment. Patient's treatment details indicates that the patient was in drain 2 for 232 mins. The patient was advised to discontinue use of the cyc, patient will revert to manuals. The patient was advised to contact the clinic. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient¿s previous last fill was 2000ml. (The patient does not perform manual fill or drain between treatments on the cycler.) The patient¿s initial drain the following day was 4413ml. The fluid volume between the previous treatment¿s last fill and the initial drain of the treatment the next day of 4413ml suggests that there was a device malfunction of a drain volume exceeding the 180% prescribed fill volume. The peritoneal dialysis nurse stated that the patient did not experience any complications and there was no medical intervention required as a result of the overfill. The liberty select was replaced.

Manufacturer narrative:
The alleged event is not confirmed. The reported symptom (draining slowly) was not confirmed with testing. The reported symptom (not enough supply bags for total tx) was not confirmed with testing. The reported symptom (iipv ((dv > 200% of fv) was not confirmed with testing. An external visual inspection showed no signs of physical damage. Treatment passed. The cycler weighed fill volume values were within tolerance. Valve actuation test passed. System air leak test passed. Load cell verification passed. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."